Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had reached the elective replacement indicator and it did not meet expectations for longevity. The device was explanted and replaced. No patient complications were reported as a result of this event.